Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken torque wrench handle. During a lumbar spine fusion procedure, the torque housing dismantled from the green handle. No adverse events reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined. The shaft has fractured at the junction with the handle. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.